Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain and cramping when therapy is on. It was noted the patient's lead had migrated. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced.